Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. All buttons functioned normally and no alarms were noted. Unable to perform further testing due to the prime anomaly.

Event description:
The customer initially called to report problems with the buttons as well as alarms on the insulin pump. The customer then stated she was hospitalized for diabetic ketoacidosis and vomiting. The blood glucose reading was 500 mg/dl. The customer also stated she has large ketones, was having respiratory problems and was closed to death. The customer stated that on three separate occasions the glucometer was unable to detect a blood glucose reading because the blood glucose was so high.